Event description:
Event became reportable based on investigation approved on 13-may-2008. It was reported that during an interventional procedure, a restriction was encountered. The lesion was located in the iliac artery. The 8x38x75 wallstent was unable to pass over a 0.035 guide wire. The event occurred outside of the pt and the procedure was successfully completed with another of the same device. No pt complications were reported. Pt status is reported as "stable". During device analysis, a foreign material was found in the device.

Manufacturer narrative:
Device evaluation: returned product analysis verified the difficulty stated in the complaint. Visual and microscopic examination found that the stent was fully deployed and not returned for analysis. It was noted that the outer sheath was fully retracted. Examination of the device noted a break in the outer sheath consistent with the end of the stainless steel shaft at approx 233mm distal to the t-bar connector. The outer sheath was kinked at approx 297mm and 390mm proximal to its distal end. When a 0.035 inch guide wire was inserted through the device a restriction was noted in the hub of the device. The hub of the device was dissected from the stainless steel shaft. A mandrel was inserted through the dissected hub and it was noted that a black piece of foreign material emerged. Once the material was removed no restriction was noted when the guide wire was inserted through the hub. The guide wire used in production to check for guide wire restrictions is green in color and not similar to the material found in the device. In addition, a review of the manufacturing documentation found no issues. The material found in the device is most probably part of the guidewire used in the clinical procedure. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause for this complaint is determined to be operational context due to anatomical/procedural factors encountered during the procedure that limited the performance of this device.